Event description:
User report (B)(4) reported through (B)(6): revision surgery due to ceramic ball head fracture. While sitting on the bed sudden pain in the left groin. After that, walking was no longer possible. Detection of an head fracture by x-ray control and revision surgery with exchange of the head and inlay a the same day.